Event description:
A patient reported one of her teeth was completely chipped. The patient stated there is still a piece there and is wondering what to do about the bottom aligners. The patient said in med hx (molars, cavity) in a photo from (B)(6) 2022 an abscess can be seen on the gum area close to where the tooth chipped. (Very hard to tell if photos are flipped, so not entirely sure which tooth chipped).

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.